Event description:
It has been reported to the co that a dissection of the left main coronary artery occurred during initial engagement of the guide catheter. Pt went for bypass surgery and is in stable condition. The device is not being returned for analysis.